Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having diagnosed with cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to having diagnosed with cancer related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally /internally and observed unknown dust/dirt contamination inconsistent with degraded sound abatement foam observed throughout device enclosure and airpath suggesting a source external to the device,water ingress observed on the blower and blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error (err_motor_flux_magnitude) found. The manufacturer concludes that they could not confirm the customer's allegation and they confirmed the presence of contamination in the airpath and there is no evidence of sound abatement foam degradation /breakdown in the base unit.